Event description:
It was reported to covidien on 05/31/2012 that a customer had an issue with a magellan tuberculin syringe. The customer reports that they injected the pt skin with buffered lidocaine before starting an IV and partially activated the safety device in case she needed to re-inject the pt with the leftover lidocaine. The customer reports there was no product malfunction. The nurse was accidentally stuck with the needle and as a result received a tetanus shot which is according to their hospital protocol.

Manufacturer narrative:
Submit date: 05/06/2012. An investigation is currently underway. Upon completion, the results will be forwarded.